Manufacturer narrative:
Summary of evaluation: info provided and the examination results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The hip was revised due to loosening of the acetabular cup and pt pain.